Event description:
It was reported a patient underwent an mammoplasty on (B)(6) 2022 and topical skin adhesive was used. Patient presented contact dermatitis after use. Product withdrawal and medication prescription were performed of antihistamine and corticosteroid. The patient improved after starting treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information has been requested and received: on what date did the dermatitis occur (dd/mm/yyyy)? On (B)(6) 2022. How is the reaction and how big is the area the reaction covers? Breast and body part (photos). Do you have any reaction photos? Was any medical or surgical intervention performed (product withdrawal; re-operation; re-closing; medication prescription)? If so, please specify. Withdrawal of the product and prescription of medication. If medication was required, please clarify whether it was the prescribed dosage. Medication: antihistamine and corticosteroid. What is the patient's most current status? The patient improved after starting treatment. Has prineo/dermabond or skin adhesive been used on the patient in previous surgery or wound closure? Previous use: dermabond prineo 60cm. Is the product involved in the event or a representative sample (product of the same batch number) available for evaluation? Not. Additional information has been requested however not received additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/22/2022. Additional information has been requested and received: if further details are received at a later date a supplemental medwatch will be sent. What preparation was used before, during or after using the patch? 2% chlorhexidine degermant. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes, lint and sticking plaster only at the exit from the surgical center. Is the patient hypersensitive or allergic to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? Unidentified, not previously used. Patient screening was done before the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure sensitive adhesive? Yes, however no reported allergies. Patient demographics: initials/ID, gender, age or date of birth; bmi: lmcls, female, date of birth; (B)(6) 1975. Patient's pre-existing medical conditions (ie, allergies, history of reactions): not reported. Has the patient used or been exposed to glues/similar agents for repair, crafts, cosmetic use (eyelashes, nails)? Yes. Current status of the patient. Clear marks. What is the physician's opinion of the etiology or contributing factors for this event? There were no external factors that contributed to this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.